Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with device induced vf episodes. The device inappropriately paced in the atrium following a pvc, which induced arrhythmia. The patient received appropriate shock to convert vf. Programming changes were made. No further information is available.